Manufacturer narrative:
Data analysis revealed: during the in clinic follow up of the device edis sn: (B)(6), dated 09 july 2024, a manual rvat was performed. The last successful rv spike was at 0,75v, and rv pacing didn't capture at 0,50v - the correct rvat result is recorded in the ICD device (0,75v), but the programmer displayed the last pacing amplitude during the rvat (0,50v) - an incorrect rvat result is displayed on programmer, due to a software programmer anomaly. - a correction of this issue is currently being contemplated.

Event description:
Reportedly, during measuring all of the leads parameters result of the rvat turned out to be not correct. Expected result should have been 0,75v but algorithm states 0,50v as the result.